Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Information was received that the device was explanted. According to the explantation report the implant was broken and contributed to the explantation. Additional information received stated that the user fell down from the bed which resulted in trauma to the head. The user has been re-implanted and is doing fine with the new device.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. In addition, damage to the active electrode caused by device minute mobility was found. The reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The problems described in the recipient report and the reported accident appear to match the damage found. This is a final report.

Event description:
Information was received that the device was explanted. According to the explantation report the implant was broken and contributed to the explantation. Additional information received stated that the user fell out of bed which resulted in a trauma to the head. The user has been re-implanted.